Manufacturer narrative:
The investigation for the reported issue has been completed. The device was returned for evaluation. The issue was reproduced, and the console did not charge the batteries. When it was plugged into ac mains, the led above the rotating knob stayed off. After switching the controller on, the power plug icon was crossed out indicating no connection to power. The cause of the console's inability to charge batteries was failure of the internal power supply (ps). The cause of ps failure was not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
It was reported that there was an automated impella controller (aic) with a battery charging issue. No report of patient involvement, harm, or injury.